Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold brblood specimen collection device, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: serum tubes collected in closed collections are arriving at the destination with the lid open, the entire transport has already been monitored and there were no failures. Sometimes the lid comes off before collection, making it impossible to use it. The same error was reported in the same batch on 3 units. Serum tubes collected in open mode open the lid after 3-4 hours closed, they are capped correctly, centrifuged and transported, but after a while the lid starts to rise and open by itself, usually at the time of the end of transport, all caps are being checked more than once before the start of transport.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, two hundred (200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode h3 other text : see h.10.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold brblood specimen collection device, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: serum tubes collected in closed collections are arriving at the destination with the lid open, the entire transport has already been monitored and there were no failures. Sometimes the lid comes off before collection, making it impossible to use it. The same error was reported in the same batch on 3 units. Serum tubes collected in open mode open the lid after 3-4 hours closed, they are capped correctly, centrifuged and transported, but after a while the lid starts to rise and open by itself, usually at the time of the end of transport, all caps are being checked more than once before the start of transport.